Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "swollen lymph nodes".

Event description:
Patient reported right side device rupture, and device wrinkles in the sub-mammary fold area diagnosed via ultrasound, with increasing pain, breast asymmetry, fatigue, susceptibility to infection and swelling of the lymph nodes diagnosed via medical report. The reported "fatigue [and] susceptibility to infection" have been deemed not related to the device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are wrinkling of the skin: unable to observed. Visibility/palpability: unable to observe. Rupture: not observed openings on the device. Lymphadenopathy: unable to observe. Infection (unknown onset): unable to observe. Fatigue: unable to observe. Device wrinkling: creases observed on the device. Capsular contracture: unable to observe. Breast pain: unable to observe. Anxiety-product/procedure: unable to observe. As per the investigation procedure, wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.4., h.6.

Event description:
Patient reported right side device rupture, and device wrinkles in the sub-mammary fold area diagnosed via ultrasound, with increasing pain, breast asymmetry, fatigue, susceptibility to infection and swelling of the lymph nodes diagnosed via medical report. The reported "fatigue [and] susceptibility to infection" have been deemed not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d4, d6b, d9, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted and replaced.